Manufacturer narrative:
Veenstra, e. B., van der laan, m. J, et al. (2020). A systematic review and meta-analysis of endovascular and surgical revascularization techniques in acute limb ischemia. Journal of vascular surgery, volume 71 (issue 2), pp. 654-668.

Event description:
It was reported via journal article that a major vascular event occurred. Meta-analysis showed favoring of limb salvage, meaning the avoidance of above knee or below-knee amputation of the lower limb, with angiojet at the 30-day, 6-month, and 1-year follow-ups. There was one reported major vascular event (mve). Mve was defined as the occurrence of major hemorrhage needing blood transfusion or surgical or endovascular intervention, and hemorrhagic stroke.